Manufacturer narrative:
(B)(4). (B)(6). The device history record has been reviewed. No discrepancies were found. With the available information, the exact root cause of the event could not be determined. However, a corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during the operation, it was found that the outer packaging of bone cement was complete, but there was leakage of powder and the inner sterile packaging was opened.